Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported through stryker facebook page: "nothing works but this. If over the counter stuff works, your knee doesn't really hurt. Fixed my knee, but it made my hip worse."